Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 54.2 mm diameter abdominal aortic aneurysm. Aptus endoanchors were prophylactically implanted during the same procedure. It was reported that three days post index procedure, the patient had urinary tract infection. The patient experienced symptoms include urinary urgency and burning sensation during urination. The patient was given medication and the event resolved with treatment. The physician assessed the urinary tract infection was related to the index procedure as the urinary tract infection was a complication of the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.